Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard composix kugel (device #2) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient presented to the doctor with pain and a recurrent incisional hernia and underwent surgery to repair the recurrent incisional hernia. As reported, the surgeon extracted the "nonfunctioning mesh" and took down all adhesions of the bowel that were underneath the composix kugel mesh. The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard composix kugel (device #2) implanted on (B)(6) 2009. Additional emdr were submitted to represent the bard composix e/x (device #1) implanted on (B)(6) 2009, bard ventrio st (device #3) implanted on (B)(6) 2015, and bard flat mesh (device #4) implanted on (B)(6) 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of an incisional hernia. A bard/davol composix e/x hernia patch mesh (device #1), reference number 0123460, lot number husi2335 was implanted to repair the hernia defect. On (B)(6) 2009: the patient underwent an additional surgery for a recurrent incisional hernia that developed beneath the composix e/x mesh that prompted her surgeon to remove the composix e/x completely, and implant a composix kugel mesh (device #2), product code 0010201, lot number husj1573 to repair the defect. On (B)(6) 2015: the patient presented to the doctor with pain and a recurrent incisional hernia and underwent surgery to repair the recurrent incisional hernia. As reported, the surgeon extracted the "nonfunctioning mesh" and took down all adhesions of the bowel that were underneath the composix kugel mesh. As reported, the surgeon then implanted two products into the patient to repair the hernia defect, a bard/davol ventrio st patch (device #3), reference number 5950040, lot number huyi0091 and a bard/davol marlex mesh (device #4), reference number 0112660. On (B)(6) 2017: the patient underwent an additional surgery because the marlex mesh was found to be infected and unincorporated. As reported, the surgeon elected to remove the entire area of the unincorporated mesh. On (B)(6) 2017: the patient underwent an additional surgery due to an infected ventrio st mesh with possible enterocutaneous fistula via mesh erosion. As reported, the surgeon noted that a loop of the patient's small bowel and appendix were tightly adhesed to the mesh. As reported, the surgeon performed a small bowel resection to remove the section of the small bowel that had become adherent to the mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch, the composix kugel patch, the ventrio st hernia patch and the marlex mesh.

Event description:
The following was alleged by the patient's attorney: (B)(6)2009: the patient underwent surgery for repair of an incisional hernia. A bard/davol composix e/x hernia patch mesh (device #1), reference number (B)(4), lot number husi2335 was implanted to repair the hernia defect. (B)(6)2009: the patient underwent an additional surgery for a recurrent incisional hernia that developed beneath the composix e/x mesh that prompted her surgeon to remove the composix e/x completely, and implant a composix kugel mesh (device #2), product code 0010201, lot number husj1573 to repair the defect. (B)(6)2015: the patient presented to the doctor with pain and a recurrent incisional hernia and underwent surgery to repair the recurrent incisional hernia. As reported, the surgeon extracted the "nonfunctioning mesh" and took down all adhesions of the bowel that were underneath the composix kugel mesh. As reported, the surgeon then implanted two products into the patient to repair the hernia defect, a bard/davol ventrio st patch (device #3), reference number (B)(4), lot number huyi0091 and a bard/davol marlex mesh (device #4), reference number (B)(4). (B)(6)2017: the patient underwent an additional surgery because the marlex mesh was found to be infected and unincorporated. As reported, the surgeon elected to remove the entire area of the unincorporated mesh. (B)(6)2017: the patient underwent an additional surgery due to an infected ventrio st mesh with possible enterocutaneous fistula via mesh erosion. As reported, the surgeon noted that a loop of the patient's small bowel and appendix were tightly adhered to the mesh. As reported, the surgeon performed a small bowel resection to remove the section of the small bowel that had become adherent to the mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch, the composix kugel patch, the ventrio st hernia patch and the marlex mesh. Addendum per additional information provided: (B)(6)2009 - patient was diagnosed with suprapubic incisional hernia thereby underwent open repair with the implant of composix e/x (device #1). Per operative notes ¿the hernia sac was dissected free. A composix e/x (device #1) was placed in an underlay fashion and sutured using prolene sutures.¿ (B)(6)2009 - patient was diagnosed with recurrent incisional ventral hernia thereby underwent open repair with the implant of composix kugel hernia patch (device #2) and removal of composix e/x (device #1). Per operative notes, ¿dense adhesions were encountered around the area of the previous repair where a lot of scar tissue was found. The previously placed mesh (device #1) was removed. A bard composix kugel hernia patch (device #2) was placed and secured using prolene sutures.¿ (B)(6)2015 - patient was diagnosed with recurrent incisional ventral hernia thereby underwent open repair with the implant of bard flat mesh (device #3), ventrio st (device #4) and extraction of nonfunctioning mesh (device #2). Per operative notes, ¿hernia sac and all the adhesions were taken down. There was a large amount of scar tissue, the previously placed mesh was secured to the fascia using prolene sutures and extracted (device #2). A bard flat mesh (device #3) was sutured into place and a ventrio st (device #4) was tacked to the anterior abdominal wall.¿ (B)(6)2017 - patient was diagnosed with suprapubic abscess with infected mesh thereby underwent incision and drainage of suprapubic abscess and removal of an infected mesh. Per operative notes, ¿inferior portion of the mesh was found to be unincorporated, was removed. The entire areas of mesh were removed.¿ (B)(6)2017 - patient was diagnosed with infected abdominal hernia mesh with possible enterocutaneous fistula via mesh erosion thereby underwent removal of meshes (device #3 & #4). Per operative notes, ¿the mesh had developed an infection and previous attempt had been made to remove the infected mesh. Entering the abdomen following to the underlay mesh, noted that on the deep portion of the mesh, a loop of small bowel and the appendix were tightly adhered to the mesh. Both were removed. Bladder defect was unavoidable due to erosion from the infected mesh. Then an underlay biologic mesh was secured using sutures.¿ attorney alleges that the patient had abscess, adhesions, infection, pain, hernia recurrence and mesh failure.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard composix kugel (device #2) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient presented to the doctor with pain and a recurrent incisional hernia and underwent surgery to repair the recurrent incisional hernia. As reported, the surgeon extracted the "nonfunctioning mesh" and took down all adhesions of the bowel that were underneath the composix kugel mesh. The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years 6 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, adhesions and scar tissue thereby underwent repair with removal of mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the mesh ¿ composix kugel (device #2). Additional supplemental emdr's were submitted to represent the composix mesh e/x (device #1), bard flat mesh (device #3) and ventrio st (device #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.